Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from family member/friend. The caller reported that the patient was in the hospital for about a week and just got out. At first the healthcare providers thought that the patient had a stroke but then stated that there was no stroke. None of the patient¿s recent symptoms or health issues were related to the patient's devices or therapy. The patient's weight was around (B)(6) pounds. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the caller thought the patient had a stroke 3-4 days ago in (B)(6) 2017. The patient was currently in the hospital and did not know what year it was. The health care professional (hcp)s had stopped testing until they knew the device information of the implantable neurostimulator (ins) implanted in the patient. The model number that was registered for the patient was provided and the caller was provided with the manufacturer number and told to have the hcps call the manufacturer. Additional information was received from the patient's healthcare provider (hcp). The patient had not been seen in clinic since (B)(6) 2016 and no further information was available.